Manufacturer narrative:
No resistance was encountered during removal of the device. Neither adverse effects occurred nor additional procedures were necessary as a result of this incident. A review of the complaint history, device history record, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned, therefore no physical examinations could be performed; however, a document based investigation was performed. There is no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. The user states that the wire guide was damaged in concurrent use with an atherectomy device and that the atherectomy device was the cause of the separated wire guide. A possible cause is related to the technique used with the patient's anatomy as a contributing factor. No definitive root cause can be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during a leg angio, the wire broke off in the patient when another manufacturer's atherectomy device was passed over the roadrunner extra-support bare mandril wire guide. The piece of the wire was left in the occluded artery as "endo trash". Because the artery was totally occluded, there was no concern for embolization. No additional details have been received.